Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: autoimmune disorder, capsular contracture, toxic reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA mw5090814) that a (B)(6) female patient who underwent breast augmentation revision with two 395cc mentor memoryshape breast implants, suffered several unexplained systemic symptoms, including chronic inflammation, severe back, neck pain, shoulder pain, joint pain, nerve pain, numbness down legs and in feet, hair loss, hashimoto¿s thyroiditis, brain fog, vertigo, irritability, hoarseness in throat, inflammation in throat causing constant throat clearing, acid reflux, headaches, muscle twitching, muscle weakness, pain in both breasts, loss of libido, inflammation, immune system stress, frequent muscle spasms, joint degeneration in spine, severe inflammation, acid reflux, weight gain, hormone imbalance, frequent illness, inflammation in face, frequent headaches, heavy metal toxicity and skin redness all over. The patient also reported experiencing bilateral capsular contracture; baker grade ii. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral removal on 10/10/2019. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 1/22/2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).